Event description:
The customer obtained a higher than expected vitros vanc quality control result (21.2 ug/ml vs. An expected result = 7.5 ug/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros vanc quality control result was obtained while using the vitros 5600 integrated system. There is no evidence that an instrument related and/or a reagent related issue contributed to the event. The root cause of this event was two forms of user error. The customer did not select the correct vitros vanc calibrator lot when calibrating and the customer did not use vitros vanc reagent that had been properly stored. The customer site had a refrigerator temperature excursion prior to calibrating vitros vanc reagent. Per the vitros vanc IFU (IFU, version 7.0), the reagent packs must be stored at a temperature between 2-8 degrees c. The IFU also states "important: do not freeze". Following the corrections to these user errors, acceptable performance was obtained. The vitros 5600 integrated system and the vitros vanc reagent performed as intended.